Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of ventricular signals on the atrial channel. No adverse patient effects were reported. At this time, this device system remains in service.